Event description:
It was reported that during a robotic pancreatectomy procedure, the battery of stapler was not making good contact with the device. The device articulated normally after removing the battery and reinserting the battery and the case was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: 885a65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. No events related to an inability to articulate were identified, though there were some that suggested a possible defect in the pcba board. In order to verify the condition of the internal components, the device was disassembled. No issues were identified during electrical analysis of the pcba board. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the errors in the event log indicating a possible defect on the pcba board. A manufacturing record evaluation was performed for the finished device batch number 885a65, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.